Event description:
Reporter alleged blood glucose measured 335 mg/dl back to back with a result of 133 mg/dl when testing was performed with two minutes apart. No actions were taken or treatment received reportedly as a result. A request was made for return of the suspect device and replacement product was sent.